Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as ¿high¿ (a specific bg value was not provided), and the customer was unable to provide a meter bg reading at the time of the adjustment. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 38 mg/dl and the. Customer went to the emergency room via paramedics and was treated with intravenous fluids (nature of fluids was not known) and glucose gel. Customer was discharged the same day with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.